Event description:
The manufacturer reassessed upon retrospective remediation review that this complaint is reportable in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the blower and bottom enclosure are defective and errors related to the circuit board. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. On jun-03-2016, a device was returned to the manufacturer for investigation. During the evaluation of the device, the manufacturer visually inspected the device and found evidence of foam damage. In addition, there was an error with the system circuit board, the blower due to noise, and the bottom enclosure was broken. These parts were replaced to address the issue. The customer's complaint was confirmed.